Event description:
The patient reported that they ate a snack and took a bolus of insulin at 5:00am when the suspect device read their blood glucose at 92mg/dl. Pt tested again at 7:00am and the suspect device result was 120mg/dl. Pt then laid down for a nap. Pt was unconscious at 11:00am. Paramedics were called and they checked their glucose level at 32mg/dl on their equipment. The suspect device read 88mg/dl after the emergency medical technician's checked pt with their equipment. Pt was given oral glucose and became stable. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.